Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was higher than usual. After receiving the occlusion alarm, the customer would resume insulin delivery. The customer indicated that the high bg level was to be discussed with a healthcare provider. The customer indicated that the number of occlusions have declined with the new lot of cartridges that were being used. As the occlusion alarms had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the occlusions.